Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer was able to self-treat with glucose and insulin (dose/type unknown). Additionally, the customer was in the emergency room due to low sensor readings, but the "readings were actually 400." There was no ER treatment reported. There was no report of death or permanent injury associated with this event.